Event description:
It was reported the external pacemaker was connected to a patient who was ambulatory. The patient was found dead on the bathroom floor with a massive head injury and the ventricular lead from the device was unattached. Follow up revealed that per the coroner, "patient's death was not related to the 5388 epg, but from a massive head injury." Further reported the 5388 was reattached to the patient after patient found down and the 5388 was working correctly.

Manufacturer narrative:
Asku

Event description:
It was reported external pacemaker was connected to patient who was ambulatory. Patient found dead on bathroom floor with massive head injury and ventricular lead from device was unattached. Coroner reported "patient's death was not related to the (B)(4) epg, but from a massive head injury." (B)(4) was reattached to patient after patient found down and the (B)(4) was working correctly. No information provided on model and manufacturer of temporary leads. Later follow up revealed temporary wires were placed in rv and ra and patient was a-v sequentially paced due to no underlying perfusing rhythm after aortic valve replacement surgery. Was believed patient getting up to use restroom when rv wire became detached from (B)(4). Patient fell and per telemetry strip, approximately 32 seconds of no ventricular capture, however, upon re-attaching the rv wire to (B)(4), capture re-established. No autopsy was done and temporary wires disposed of.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. This supplemental is based solely on the receipt of a 3500a report. (B)(4)

Event description:
It was reported the external pacemaker was connected to a patient who was ambulatory. The patient was found dead on the bathroom floor with a massive head injury and the ventricular lead from the device was unattached. The cause of death has been requested and not received.